Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised due to pain - groin area. Patient is slim build. Persistent pain in hip and elevated cobalt levels. (B)(6) 2008; (B)(6) 2015; left hip. Update 10 jan 2018. Pinnacle spreadsheet received. Persistent pain in hip and elevated cobalt labels. Corrected lot number for the head, added product record for the pinnacle cup, stem and apex hole eliminator. Added patient name, dob and affected side.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from (B)(6) which was: corrected lot number for the head, added product record for the pinnacle cup, stem and apex hole eliminator. Added patient name, dob and affected side. The head and insert were originally returned and fully evaluated, the results of which were documented in (B)(4). This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.